Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's sibling and power of attorney (poa) reported that, while the patient had been getting a 50% or greater reduction in their symptoms since implant, they'd spoken to the patient's managing health care provider (hcp) and the hcp told the caller they could "play around with the settings" and that when they did make a change they should leave the setting for a week and monitor how the patient's symptoms responded. Patient services was reviewing programming considerations and therapy expectations with the caller and the caller connected to the patient's settings and increased the stimulation to where the patient felt the stimulation but not in the bike-seat region. The patient stated they were feeling the stimulation in the hip at their ins site. Patient services reviewed stimulation considerations with the caller and the caller opted to try a different program. The caller then increased the stimulation to where the patient felt it comfortably in the bike-seat region. The patient/caller were going to monitor the patient's symptoms and follow up with the patient's hcp if they had any symptom concerns. The patient's relevant medical history included the caller mentioned how the patient had been put on a prophylactic antibiotic post implant and about a week after starting the antibiotic, the antibiotic gave the patient diarrhea so the patient was prescribed another antibiotic which then caused the patient to get a urinary tract infection (uti). The caller stated the patient's biome had just gotten all messed up from the medications and they were now just getting back to normal.